Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and additional information. Sections: b5, b7, g3, g6, h2, h6 device code, type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and reviewed by ew clinical imager/proctor and the following was observed: severe halt compromising all three leaflets was observed. The valve is under expanded at the mid frame. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported stenosis and halt were confirmed based on provided imagery and provided records. A review of the DHR and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out of round configuration), trauma (cardia pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non functioning leaflet. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In addition, hypoattenuated leaflet thickening (halt) may be caused by several patient related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per medical record review, aortic valve area was 0.43cm2, and per imagery review, halt was observed on all three leaflets. In this case, patient had vast comorbidities (e.g. Hld, htn, ckd etc.), which are known factors that may increase the risk of early valve degeneration, leading to thickened leaflets and stenosis as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information: as reported by edwards lifesciences field clinical specialist, approximately 3 years and 10 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, a valve in valve is to be performed for stenosis and severe halt. According to the medical record, this patient was transferred from another facility with acute kidney injury requiring dialysis. Echocardiogram results noted a well seated bioprosthetic valve with severely elevated velocities and gradients, peak gradient of 80mmhg and a mean gradient of 48mmhg. The aortic valve area was documented as 0.43cm2. Further examination revealed severe prosthetic aortic valve stenosis, concomitant mitral stenosis and coronary artery disease that will be treated medically. A formal structural heart committee evaluation is being performed for a valve in valve tavr.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by edwards lifesciences field clinical specialist, approximately 3 years and 10 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, a valve in valve is to be performed for stenosis and severe halt. According to the medical record, this patient was transferred from another facility with acute kidney injury requiring dialysis. Echocardiogram results noted a well seated bioprosthetic valve with severely elevated velocities and gradients, peak gradient of 80mmhg and a mean gradient of 48mmhg. The aortic valve area was documented as 0.43cm2. Further examination revealed severe prosthetic aortic valve stenosis, concomitant mitral stenosis and coronary artery disease that will be treated medically. A formal structural heart committee evaluation is being performed for a valve in valve tavr.